Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Functional and visual tests were performed. There was liquid damage to chassis, battery compartment, front housing, rear housing. And downstream occlusion (dso) seal was delaminated. Service history reviewed and review and there was no relevant service history found within review period. Primary complaint of cassette not attached error was confirmed through downstream occlusion (dso) sensor test. Replaced dso sensor, seal and bezel. Device passed verification testing post repair.